Manufacturer narrative:
The device log file was analyzed for the reported date of event july 12th 2024. It was found that the membrane pressure (internal vacuum) being out of range has caused the reported symptom. As the log contains entries indicating a too high and too low vacuum it can be assumed that a faulty vacuum pump is root cause. In consequence, replacement of the vacuum pump is recommended. The device has reacted to the situation as specified and has shut down automatic ventilation and generated an audible and visible alarm message "ventilator failure". In this case automatic ventilation is not possible anymore and the user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device failed to ventilate during a procedure and a "ventilation failure" message was displayed on the screen. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the device failed to ventilate during a procedure and a "ventilation failure" message was displayed on the screen. No injury reported.